Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: the "balloon could not be removed from body after it burst. The balloon was left in the patient and cemented in". There was no harm to the patient. The case was continued "as normal" and completed successfully. Reportedly, there was no allergy to the contrast media. No further information was reported.